Event description:
It was reported that the tubing leaked at the adapter-tubing junction. "It was reported that today ultrasound guided IV was inserted in the above patient. The IV was correctly placed, but after placing the IV the IV system turned out to be leaky. Blood leaks up the end of the tube, just below the junction where fluids can be administered.". "The risk for the patient is that the chance of a running IV is smaller, because these patients had already been pricked with the ultrasound and if the leakage were not seen, medication would not reach the patient. ".

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.